Event description:
The clinician reports that the day the implant was placed in ada 19, failure occurred upon insertion. Details of surgery: immediate extraction site. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.